Manufacturer narrative:
(B)(4).

Event description:
It was reported a surgical delay of over half an hour occurred during the tha procedure. The surgeon was trying to implant the xlpe liner 0 degrees but did not manage to lock it. He had to insert the xlpe liner 20 degrees.

Manufacturer narrative:
(B)(4).